Event description:
After an implantation period of approximately 63 months, it was reported that the patient received inappropriate shocks due to oversensing. A new lead was implanted.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of these devices as well as on the provided data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. The analysis of the provided trend data, acquired on the (B)(6) 2021 recorded a pacing impedance greater than 3000ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.